Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a high glucose alarm followed by a sensor expiration and a gap without dexcom g6 sensors, remained connected to the ilet without active cgm data, then later obtained a replacement sensor, performed a fingerstick for entry during warm-up, and administered subcutaneous insulin by pen while briefly disconnecting from the ilet. Symptoms included hyperglycemia with a reported peak of 520 mg/dl over approximately six hours. Outcomes included use of backup insulin therapy and continued monitoring; no professional medical intervention or hospitalization occurred. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia in the setting of cgm unavailability and subsequent sensor warm-up. It was concluded that the event was consistent with hyperglycemia of unclear cause with recovery after backup insulin administration and restoration of cgm connectivity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.